Event description:
Pt reported receiving treatment for an infection that developed at their infusion site. They indicated that they were hospitalized for 8 days, and was treated with IV saline, as well as other medications (not provided). Pt stated that, due to a kidney transplant 2 years ago., their immunity is poor, and they is currently taking anti-rejectiion medications. Pt reported that, as a resultof the site infection, they experienced elevated blood glucose (230-240 mg/dl).